Manufacturer narrative:
Correction: h6: type of investigation code should have been 4114 and not 3331, 4109 and 4110. The device evaluation was not performed at the time of submission of initial report.

Manufacturer narrative:
Age or date of birth, weight, ethnicity - there was no patient involvement. Event date is unknown, not provided. Email is unknown, not provided. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported that their sovereign compact system was smoking. The system has been unplugged and moved to a safe area. No injury was reported.